Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead did not handle properly during the implant procedure and needed to be replaced. Another lead of the same model was implanted to complete the procedure. The attempted lead was not planned to be returned due to infection concerns.